Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and competitor right ventricular (rv) lead exhibited jumps in pace impedance measurement. However, all impedance measurements reviewed were within acceptable limits. Boston scientific technical services (ts) was contacted for assistance and discussed possible causes for jumps in pace impedance, including changes in the patient's condition, electrolytes, and suboptimal lead-to-device connection. This device remains in service. No adverse patient effects were reported.